Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was that a diode, designator cr30, had a broken solder joint at leg 16.

Event description:
The customer initially reported that their device required service after being dropped. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed a service indicator was present and that there was a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. An examination of the service log in the device's memory showed that the issue observed had occurred prior to the device being dropped and therefore was not due to the unit being dropped.